Event description:
It was reported that after therapy successfully terminated a vf episode, low, out of range pacing lead impedance was observed. An insulation anomaly was noted via diagnostic imaging. The lead was explanted and replaced. The patient was doing well after the event.

Manufacturer narrative:
A partial lead with the lead tip measuring 51.6cm was returned for analysis. Internal insulation abrasion was noted at 25.1-25.7cm from the lead tip. Externalized conductors due to internal insulation abrasion wad noted at 9.0-11.7cm from the lead tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 11.9-13.8cm from the lead tip. The etfe coating was abraded at this location.